Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The distributor identified the drive manifold and safety disk were defective but the customer is not willing to repair this system anymore. This complaint will be closed if more information is received in regards to this complaint the investigation will be updated.

Event description:
N/a.

Event description:
It was reported by the customer that during routine check, cs300 intra-aortic balloon pump (iabp) was is displaying an error message "iab leak". There was no patient involvement reported.

Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.